Event description:
It was reported to boston scientific corp in 2008, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure the day prior. According to the complainant, during preparation, the machine wouldn't turn on, even when the power cable was replaced, and a different socket used. The case was completed with another hydrothermablator console unit. No pt complications were reported as a result of this event. The pt condition was noted as "stable."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device MFR date is unk. Though expected, the suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined.